Manufacturer narrative:
The handpiece cord will not be returned to the MFR for investigation. The reported condition of the device causing a run-on condition during usage cannot be confirmed, but the account did indicate that the internal wiring of the cord had been damaged when it was run over by stretchers and carts at the facility.

Event description:
It was reported that the handpiece cord caused a run-on condition with any handpiece that was connected. The procedure was completed with a backup device. There were no adverse consequences reported as a result of this event.